Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer jammed and customer tried reboot the device, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) found the station was down due to a bad cubie pocket. The fse remoted into the device with no delay and waited for the pharmacy technician to remove the cubie pocket. After removal, the station was tested within the medical application and confirmed operational. The system functioned as intended after the field service engineer (fse) resolved the issue.